Manufacturer narrative:
Visual inspection performed the 28th of may 2018. Pictures received with the complaint were also considered. Breackage of the hex tip of the driver. The instrument is intended for preliminary placement of the setscrew on the tulip, the instrument is designed with a longitudinal cut on the front part (split design) to allow elastic bending and retentive effect on the setscrew. Of course the "split design" make the instrument non suitable for tightening of the setscrew. The tightening of the setscrew needs to be performed with a dedicated instrument (9nm torque limiter setscrewdriver 03.51.10.0129 or equivalent) as described in the surgical technique, the dedicated instrument for tightening is made without longitudinal cut and of an appropriate material to withstand the tightening force. In this case, apparently the surgeon tried to tighten the setscrew by means of the temporary setscrewdriver causing breakage of the same. A second instrument for setscrew placement is included in the instrument set. Batch review performed on 12 june 2018; lot 1214253: (B)(4) items manufactured and released on 20 november 2013. No anomalies found related to the problem. To date, this is the third similar event reported on items of the same lot.

Event description:
Temporary set screw driver-short tip breakage during set screw tightening, it got stuck in the set screw. The surgeon needed 5 minutes to remove the broken part of the instrument from the implant.